Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I been in pain since I had these implants') in a 27-year-old female patient who had essure (ess205) (batch no. 620747) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included nabothian cyst, chronic cervicitis, submucous leiomyoma of uterus, grand multiparity, abnormal uterine bleeding, anemia and ovarian cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device ("got pregnant/I had a baby boy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("hip hurt"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy,cystoscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device and arthralgia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered arthralgia, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: cervix: focal high grade squamous intraepithelial lesion (severe squamous dysplasia or crn 3) with surgical margins free of involvement acute and chronic cervicitis, and nabothian cysts. B.endomeirium: benign proliferative phase, negative for hyperplasia, atypia, or carcinoma. C.myometrium:su5mucosal leiomyoma. D. Serosa: unremarkable. E. Bilateral fallopian tubes: benign unremarkable right and left fallopian tubes.. Concerning the injuries reported in this case, the following ones were reported via social media: pregnancy with essure. Lot number: 620747 manufacturing date:2006-08 expiration date:2008-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-jul-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I been in pain since I had these implants') in a (B)(6) female patient who had essure (ess205) (batch no. 620747) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included nabothian cyst, chronic cervicitis, submucous leiomyoma of uterus, grand multiparity, abnormal uterine bleeding, anemia and ovarian cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device ("got pregnant/I had a baby boy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("hip hurt"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy,cystoscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device and arthralgia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered arthralgia, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: cervix: focal high grade squamous intraepithelial lesion (severe squamous dysplasia or crn 3) with surgical margins free of involvement acute and chronic cervicitis, and nabothian cysts. Endometrium: benign proliferative phase, negative for hyperplasia, atypia, or carcinoma. Myometrium:su5mucosal leiomyoma. Serosa: unremarkable. Bilateral fallopian tubes: benign unremarkable right and left fallopian tubes.. Concerning the injuries reported in this case, the following ones were reported via social media: pregnancy with essure. Most recent follow-up information incorporated above includes: on 1-jul-2021: mr received- lot number added. New reporter, lab data, medical history, insertion details, removal details were added. Case category updated to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.